Event description:
It was reported that no back flow in piccline.

Manufacturer narrative:
The compliant of inability to aspirate was confirmed and found to be use-related. The returned product was one 4fr s/l groshong PICC. The stylet was still inlaid within the catheter and the sample was free of residue. An attempt to infuse and aspirate water through the catheter revealed water aspiration with an air leak, and a spraying leak was found at the 46cm depth marking. Microscopic examination of the leak site revealed a small irregular split. When the stylet was removed and the catheter split longitudinally, the interior of the catheter exhibited intermittent impressions typical of stylet damage. Tactile evaluation of the catheter was unremarkable. The damage found at the leak site was typical of stylet damage by the user.